Manufacturer narrative:
The device was not returned to olympus for inspection. Therefore, the customer¿s allegation was not confirmed, and a definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope had no image. The issue occurred during set up. There were no reports of patient harm.